Event description:
On (B)(6) 2010, the patient was implanted with an scs system. In (B)(6), the patient's stimulation stopped. The sales rep met with the patient for reprogramming but was unable to recapture the stimulation. The ipg was explanted on (B)(6) 2010.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and instrument marks were observed on the can and the header. The ipg was dented on both sides of the can and discoloration was observed at the bottom of the header and top septum. The ipg was functionally tested and successfully communicated with the lab patient programmer. The ipg was tested on the auto-tester and passed. Conclusion: the cause of the reported complaint could not be confirmed. The ipg successfully communicated with a lab patient programmer and passed the auto test. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.